Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 361 mg/dl, 336 mg/dl, 435 mg/dl, 531 mg/dl. Tests were done within 10 minutes with a difference of 23%. Pt did not experience any adverse events. Note: codes on the meter and test strips don't match. "Customer was using alcohol during test". The control solution passed within range on the meter. No further info has been reported.